Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was recently implanted. Afterwards when transferring the patient from the cart to the bed, the patient received a shock. The physician indicated that it was an inappropriate electric shock for air entrapped around the system causing oversensing. They palpated down the electrode and a bubble of air could be felt under the skin at the xiphoid area. It was noted that flushing of the incision also included flushing up the tunneled pathway, possibly introducing a source of air. The s-ICD therapy was turned off for overnight. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.